Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure after the device was being prepped and flushed, a bubble was visible and could not be discharged. The physician elected not to implant the device. The device was replaced and the procedure completed successfully. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine. Medical history: hypertension, breast cancer

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.